Event description:
The intiation of dialysis by the hemodialysis (hd) tech was uneventful. The pt started hd in the morning. The pt called the rn to the bedside an hour and forty minutes later. The pt had the last vital sign check one and a half hours after the start of hd. When the rn talked with the pt, the pt complained of feeling bad and noted bleeding. Previously she was sitting up and eating breakfast. The rn noted the dialysis tego caps disconnected from the venous catheter on the gambro dialysis machine. The lines were clamped initially and fluids given. The lines were reconnected and the head of bed was lowered. The pt developed respiratory distress and CPR was called. The pt did not recover and expired. The alarms on the machine were not activated. The linens weighed 0.7kg over dry linens due to the blood leak. The catheter, tego cap and tubing were saved for biomed review. The machine was pulled to evaluate the alarm status and performance of this machine. The medical director was notified. The nursing program administrator and the hospital administrator were notified. The dialysis machine was found to be in working order. It is not known why the tubing disconnected from the machine. Clinical engineering investigated the use of a "hemaclip" device to hold the line in place to prevent this from occurring again, but there was no such device found that is approved for use with the gambro machine.